Event description:
It was reported by a customer complaint that: patient had eaten a candy bar at 9:00 pm. Patient then did a meal bolus to cover the 27 grams. Patient stated that at 10:30 pm patient was doing homework and was not feeling well. Patient took her blood sugar and it was 69. Prior to meal bolus, their blood sugar was 142. An examination of the pump history screen and complete history showed that 25 units was delivered. 25 units is thier meal bolux max. Patient insisted they put in 27 grams for bouls not 27units. At 11:00 pm patients blood sugar was 52. Patient ate a peanut butter and jelly sandwich and drank a juice. At 11:10 pm her blood sugar was up to 96. Patient reportedly recovered with no intervention necessary.